Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone of an unknown concentration at an unknown dose rate via a an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that their first pump was removed from the from the right side and cleaned regarding infection, and then implanted on the left side. Refer also to the MFR report # 3004209178-2020-22587 for prior event. It was further reported that this pump (patient¿s second pump) was pushing through as well and was red, swollen, and puffy. No pus was however coming through the skin. The date of the event was unknown. As per the manufacturer¿s device registry, the pump (patient¿s second pump) was explanted and replaced on (B)(6) 2019. No further patient complications have been reported as a result of this event.